Event description:
An international customer reported an event of an odor emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Ni

Manufacturer narrative:
A field service engineer was dispatched to the site to assess the unit. A planned maintenance 2 was performed which included replacing the oil, oil filter, catalytic converter to resolve the odor/smell issue. The unit met specifications and was returned to service. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra was reviewed and indicates the risk for exposure to toxic or corrosive material is determined to be ¿low.¿ no parts were returned for further evaluation. A planned maintenance was performed to resolve the odor/smell issue. The issue will be tracked and trended. No further investigation is necessary at this time.